Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the temperature was above specification, engine was hot and too loud and hose was worn on the motor device. It was further determined that the device failed the following pre-tests: loctite and cable assessment, cutter lock assessment, handpiece temperature assessment and noise assessment. It was noted on the service order that the collet was difficult to retract and load the attachments; and the safety protection cap was missing from distal end of drill where it was connected to the console. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.